Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced an event of occlusion alarm on (B)(6)2024. Patient reported that the blockage was located in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.